Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. (B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported after a procedure, that the 28mm 30cm hemashield plat wdv graft, doctor had just used, "sweated" more than what she would call normal. This is where the blood oozed out of the collagen coating. The product was implanted. No actions noted, no patient issues described.

Manufacturer narrative:
(B)(4). The device history record (DHR) has been reviewed with special focus on the results of the standard porosity testing performed during final inspection. The records show the device lot conformed to all applicable procedures and specifications. Specifically, the lot passed porosity testing with all permeability values within specification. (B)(4).

Event description:
The hospital reported after a procedure, that the 28mm 30cm hemashield plat wdv graft, doctor had just used, "sweated" more than what she would call normal. This is where the blood oozed out of the collagen coating. The product was implanted. No actions noted, no patient issues described.